Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Arteria iliaca interna aneurysm was coiled and was supposed to be covered with isolated treo leg from aic to aie. Stentgraft was not able to be deployed. Whole system could be taken out through a sheath and a second treo leg was implanted 13-120 which worked out fine. No damage on patient. Additional information received on 10/04/2024: the sheath is broken at the position of the pusher distal of the stentgraft. Therefore the stentgraft was still beneath the sheath but only the distal part of the sheath was moving. The stentgraft could be taken out inside the sheath and a new one was successfully implanted. So the stentgraft was unable to be implanted. Seems like the patient had some kinked iliacs. Still the sheath should not break like that. So I think would be good if you could have a deeper look at the device. Patient outcome - "no damage on patient reported".

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Arteria iliaca interna aneurysm was coiled and was supposed to be covered with isolated treo leg from aic to aie. Stentgraft was not able to be deployed. Whole system could be taken out through a sheath and a second treo leg was implanted 13-120 which worked out fine. No damage on patient. Additional information received on 10/04/2024: the sheath is broken at the position of the pusher distal of the stentgraft. Therefore the stentgraft was still beneath the sheath but only the distal part of the sheath was moving. The stentgraft could be taken out inside the sheath and a new one was successfully implanted. So the stentgraft was unable to be implanted. Seems like the patient had some kinked iliacs. Still the sheath should not break like that. So I think would be good if you could have a deeper look at the device." Patient outcome - "no damage on patient reported."